Manufacturer narrative:
The complaint cannot be verified. The delivery accuracy and the occlusion limits (e4) of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in history, and all errors and alerts are triggered correctly by the pump. All programmed boluses and tbr were delivered. The adapter is contaminated. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. A visual inspection and a tests for flow and leak were performed on the returned used transfer set. The luer lock connector was leaking due to a crack.

Event description:
Patient reported the infusion device does not properly provide e4 occlusion errors and the insulin delivery is too low. She received a cortisone shot on (B)(6) 2013 and increased the temporary basal rate from 30% to 90%. She felt sick and vomited on (B)(6) 2013, and her partner took her to the hospital on (B)(6) 2013 at 2:00 p.m. She received stationary treatment until (B)(6) 2013 and was diagnosed with diabetic ketoacidosis and chronic kidney failure. She has experienced hyperglycemia of up to 25 mmol/l (450 mg/dl) since (B)(6) 2013 and has been unable to correct her blood glucose by delivering insulin via the infusion device. She saw a diabetes specialist on (B)(6) 2013 at 10:30 a.m., and her blood glucose was 28 mmol/l (504 mg/dl) and her ketone level was 4.1. She was treated with an insulin injection. She was readmitted to the hospital on (B)(6) 2013, and her blood glucose was 19 mmol/l (342 mg/dl). The diabetes specialist detected the infusion set was clogged. It was reported she would be hospitalized until (B)(6) 2013 and then receive a diabetes readjustment. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.